Manufacturer narrative:
The reported event that the tip of the device was broken was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
During the receiving process, the tip of the device was found to be broken off. No adverse consequences or procedural delays were reported as associated with the event.

Event description:
During the receiving process, the tip of the device was found to be broken off. No adverse consequences or procedural delays were reported as associated with the event.